Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during procedure outside the patient, the stent delivery catheter broke. The procedure was completed successfully. There was no impact to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The microdelivery catheter and stabilizer were returned . The stent was returned and observed to be in the microdelivery catheter distal shaft just proximal to the distal end. Visual examination of the returned device revealed that the microdelivery catheter was severely stretched, broken, severely deformed, and kinked. There was blood in the microdelivery catheter. The stabilizer was jammed in the microdelivery catheter. The microdelivery catheter was compressed. The stabilizer was kinked and broken. The stabilizer proximal shaft section was stuck on the guidewire. Because of the reported high friction experienced, the user may have applied excessive force on the stent system. This tensile force in the catheter can cause stretching of the microcatheter, and the corresponding compressive force in the stabilizer can cause compression in the stabilizer, which may manifest itself as buckling, bending, and possibly kinking and breakage. The blood observed to be present in the microdelivery catheter is indicative of inadequate flush. Per the device direction for use: "use of soft guidewires rather than support guidewires is recommended because soft guidewires facilitate placement and deployment of the stent. Excess tension can build up in the wire resulting in increased friction with the delivery system. This can be alleviated by retracting the guidewire and 3f microdelivery catheter to remove any accumulated tension. If excessive friction continues, confirm that the 3f microdelivery catheter saline flush is functioning. With use, guidewires can become kinked and lose their lubricious coatings. If excessive friction persists, consider removing and discarding the guidewire and delivery system and replacing it with a new one." Based on the information available, it is likely that inadequate flush caused the reported event and anomalies observed to the device. Therefore, the reported event and analyzed anomalies were likely due to use error. Therefore, an assignable cause of failure to follow instruction has been assigned to this investigation. Manufacturer entity: corrected; expiration date: added; product available to stryker: corrected; manufacturing date: added.

Event description:
It was reported that during procedure outside the patient, the stent delivery catheter broke. The procedure was completed successfully. There was no impact to the patient.